Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The battery pack, precharge circuit board, charger circuit board, power cap module, and power motor relay circuit board were replaced. The system was tested and found ot be working as intended and placed back into service.

Event description:
It was reported that the system 8800 displayed "precharge error" upon initialization. There was no adverse patient involvement reported. There was no patient information reported.